Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.

Event description:
Customer reports that the wire was inserted to advance the catheter. Once the catheter was in place, the customer attempted the removal. The wire appears to have gotten caught because force was applied and eventually the wire was removed. The wire appeared visually stripped.